Event description:
Additional information received: the cause of the stenosis was the tight diameter of the aorta at the aortic bifurcation (20-12mm). The patient is being monitored since the stenosis is under 20-30%. No clinical sequale have been reported.

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 5.5 cm saccular abdominal aortic aneurysm approximately 16 months ago. Comorbidities: tobacco use, hypertension, hyperlipidemia. The circumferential aorta had 15% mural thrombus/calcification. The infra-renal neck angle was 25 degrees. Proximal aorta was 20-22 mm in diameter and 15 mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 12-13-12 mm in diameter and the left iliac artery was 12 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right iliac artery was moderately tortuous with 5% stenosis and the left iliac artery was mildly tortuous with 5% stenosis. The endurant bifurcated stent graft was implanted on the right side and the contralateral limb was on the left side. The proximal end of the stent graft was placed such that the suprarenal stents were crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. At one month post implant there was evidence of stent graft stenosis seen in the right iliac artery. The stent graft stenosis was also seen one year later. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stenosis), patient's condition affected effectiveness of device (narrow distal aorta). Evaluation, conclusion: patient's condition affected effectiveness of device (narrow distal aorta).